Event description:
It was reported that an insulation anomaly was suspected. No electrical anomalies were noted. Upon explant it was noted that the suture sleeve was tightly fixed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned cut in two segments for analysis. External insulation abrasion was found at 17.0- 18.2cm from end of the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.